Manufacturer narrative:
The pump passed the self test and the displacement test. No unexpected software error or hardware low level alarms noted during testing however, the downloaded history files confirmed hardware low level alarm and pump error alarm due to a software error and hardware low level alarm is found in the downloaded history files due to broken pin 6 (sda) trace at u1 on the keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had multiple pump error alarms. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.